Event description:
It was reported the tubal angel was too straight to use before usage.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional information has been provided to date. Should additional information become available, a follow up report will be submitted. Reported to the FDA on october 21, 2014. Note: issue occured on (7) separate cases. A separate 3500a form has been completed for the other cases.